Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation to treat pelvic organ prolapse with concurrent procedures laparoscopic assisted vaginal hysterectomy / bilateral salpingo-oophorectomy and bilateral uterosacral ligament colpopexy. Due to erosion, pain and dyspareunia the patient underwent mesh removal on (B)(4) 2009. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent extraction of mesh, repair of cystocele, and vaginal cuff prolapse on (B)(6) 2009.